Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they fell and 'jerked the wiring out of my system'. Their doctor then left to a different state, they tried to see another physician, but did not think the doctor knew enough about it. It took them a year and a half before finding another doctor. Troubleshooting was unable to be performed as the stimulator has since been replaced.